Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary:one crosser s6 catheter was returned. A partial circumferential tear was identified on the catheter approximately 2.5cm from the distal tip. Slight stretching was identified on both adjacent sides of the tear. Based on the returned sample condition, the complaint is confirmed for torn material. The root cause could not be determined based upon available information. It is unknown whether procedural factors contributed to the event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (Expiration date: 03/2020).

Event description:
It was reported during preparation of the recanalization catheter, a hole was allegedly identified on the catheter. It was further reported that another recanalization catheter was used to complete the procedure. There was no patient contact.